Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to an illness that caused nausea and vomiting. Reportedly, customer had elevated blood glucose levels (600 mg/dl) and diabetic ketoacidosis. Customer was able to stabilize her blood glucose levels via the pump prior to being admitted to the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.